Event description:
Related manufacturer reference number: 1627487-2019-05346. Follow up information received that the reason for surgery was due to the patient losing weight and the ipg site becoming uncomfortable. There are no allegations of deficiency made against the lead.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-05346. It was reported that the patient is scheduled to have surgical intervention. The exact reason is unknown to the manufacturer at this time.